Event description:
Attorney alleges patient suffered physical and other injury as a result of the recalled lead. Attorney also alleges as a result of the lead, the patient "sustained severe physical injuries and/or death, severe emotional distress, mental anguish" and that the patient died as a direct and proximate result of the defects in the leads. Further alleged the patient "suffered bodily injury, and resulting pain and suffering, disabiltiy, disfigurement, mental anguish, loss of capacity of enjoyment of life, shortened life expectancy." Review of manufacturer's database verified patient death. No allegation from a health care professional that the death was device related. Cause of death researched and not received.

Manufacturer narrative:
An abbott field service representative visited the customer site and replaced a burnt out power supply. Subsequent instrument operations and test results were acceptable. The power supply was discarded and is not available for further investigation. The power supply is sold as a field replaceable unit (fru) for use with the cell-dyn 3000, 3500 and 3700 analyzers. The cell-dyn 3700 operator's manual contains adequate information to address this customer's issue. A review of customer's complaints during the period of 2007 through 2008 did not indicate any adverse trend for the cell-dyn 3700 analyzer in regards to the current issue. Further analysis through december 2008 found no adverse trends for this issue. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
The investigation of the cell-dyn 3700 analyzer smoke and fire issue identified the root cause as the installation of an incorrect fuse (by either the customer or the field service representative) in the analyzer power supply when it is operated at 220/240 vac (volts alternating current), which may result in the possibility of smoke and fire. The cell-dyn 3700 operator's manual contains the electrical requirements and specific voltage settings for each system. There are also controls in place to reduce the risk of smoke and fire (over-current protection, fusing, safety icons and hazard warning labels). The following steps were put in place to correct this issue:a product information letter was issued on 20 march 2009 to emphasize to new customers to follow the instructions provided in the cell-dyn 3700 system operator's manual for fuse replacement. A field communication (product correction) was issued on 27 mar 2009 to all affected customers to ensure that the correct fuse was installed in the cell-dyn 3700 analyzers in the field. Manufacturing instructions were changed to remove the fuse prior to shipping of the product to reduce the risk of an incorrect fuse being installed. -instructions were provided to the field service personnel through an installation check list to verify that the correct fuse was installed during installation. Furthermore, the preventive maintenance procedure was changed to include a check that the correct fuse was installed.

Event description:
The customer states that smoke and flames were seen coming from the inside of the cell-dyn 3700 sl analyzer. No injuries or damage to the surrounding environment were reported. A service call was initiated. There are no reports of any impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.